Event description:
It was reported that the patient present prior to routine generator change. An interrogation of the device found high capture thresholds exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies.